Manufacturer narrative:
(B)(4). A service visit by abbott personnel found that one of the cuvettes used to read the final reaction mixture was cracked. This allowed water from the water bath to leak into the cuvette and thus affect the final reaction read. Magnesium is a component of the water bath additive and thus caused the elevated magnesium assay results. The cuvette was replaced and subsequent assay results were acceptable. A review of the instrument records did not identify any other issues that may have been a factor. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. A malfunction of a cuvette allowed water from the water bath to leak into the cuvette and affect magnesium patient results. The issue was resolved through troubleshooting procedures provided in current labeling. Apparent date discrepancy due to time zone differences.

Event description:
The customer reports an initial falsely elevated architect clinical chemistry magnesium assay result of 3.45 mmol/l that retested at 0.77 mmol/l. No suspect results were reported from the lab with no patient impact. The customer ran a ten point precision run that was within specifications. A service call was initiated.